Manufacturer narrative:
The ring's production files review revealed that the device was released according to its specifications. The device was received for evaluation which included a visual examination and functional testing. No failure was detected, and the device was found to be within its specifications. Therefore, it could be concluded that the event is not related to a device malfunction. According to the available information, no further conclusion could be drawn as for the cause of the event.

Event description:
According to the report: during a colorectal anastomosis, using the colonring device, after firing the ring it was impossible to remove the applicator from the rectum. Despite first attempt to do that smoothly; without success they have to be more strong to rotate at pull back the applicator but always without possibility to remove it. They tried to re-open and to close again the applicator and it didn't work. At the end with a strong traction to pull the applicator was removed but as consequence a 3 cm tear of the rectum has been done. The anvil was removed by abdominal way and the ring by rectal one manually. The anastomosis has been performed and the patient recovered".